Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification occurred. On (B)(6) 2024, it was reported that the patient experienced an issue with the alerts and notification settings. The patient experienced hypoglycemia and lost of consciousness in the early hours of the morning (about 3-4 am). The patient´s sister called an ambulance, the paramedics assisted the patient and treated her with IV glucose. At the time of the report the patient was feeling okay. The patient reported during this sensor session, she did not receive an alert for hypoglycemia and she couldn´t provide cgm readings before the hypoglycemia occurred but when they had woken up the cgm device was not showing any readings. The performance data was evaluated. At 4:34 am on (B)(6) 2024, the patient's estimated glucose values dropped below the user low alert threshold and the app delivered a visual low alert with an egv of 5.4 mmol/l. The patient's egvs continued to drop thereafter and the app delivered visual low alerts every five minutes until 4:59 am, at which point the patient's egvs exceeded the urgent low alert threshold. The app delivered a visual urgent low alert at this time with an egv of 2.7 mmol/l. At 5:04 am, the app delivered another visual urgent low alert with an egv of 2.3 mmol/l. At 5:09 am, the quiet mode was disabled and the app delivered an urgent low alert at full volume with an egv of 2.2 mmol/l. The app continued to delivered urgent low alerts at full volume every five minutes until the alert was acknowledged at 6:20 am. The patient's egvs remained below the urgent low alert threshold thereafter, and the quiet mode was re-enabled at 6:34 am. Once the snooze period for the urgent low alert had passed, the app delivered a visual urgent low alert at 6:49 am with an egv of 2.5 mmol/l. The app delivered another urgent low alerts at 6:54 am with an egv of 3.1 mmol/l. The patient's egvs then rose slightly above the urgent low alert for the next 20 minutes, and the app delivered visual low alerts every five minutes. At 7:19 am, the patient's egvs again dropped below the urgent low alert threshold and the app delivered a visual urgent low alert with an egv of 2.8 mmol/l. The app delivered two additional visual urgent low alerts at 7:24 am and 7:29 am, and the alert was then acknowledged at 7:30 am. At 7:39 am, the patient entered a period of brief sensor issue and eventually manually ended her wearable session at 9:14 am. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available.